Event description:
The pt underwent a thermal ablation procedure. One week postoperative the patient presented with their internal cervix closed. The pt complained of bloating. An ultrasound was performed and indicated that there was debris in the cervix. The physician manually opened and drained the cervix.